Event description:
It was reported that there was a revision of the right hip due to patient fall and constrained liner becoming disassociated so constrained liner was removed and replaced.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown constrained liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.